Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of anchor breakage. The distal end of anchor has broken off and was not returned for examination. Both inserter tines have been bent completely over. The condition of the device indicates it was subjected to excessive forces during use resulting in the observed damage. Per the devices instructions for use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder rotator cuff repair, one twinfix ultra anchor was found fractured when screw-in. All pieces were removed from the patient. Another product was found loose assembly when the package was opened. It was also found that the inserter tip had a defect. It is unknown if there was a delay in the procedure. A back-up device was available. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.